Manufacturer narrative:
Additional information: d9, h3, h4, h6 and h11. H4: the device was manufactured between 08/15/2024 and 08/19/2024. H11: the device was received for evaluation containing fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not empty the medication completely. The issue occurred during patient infusion via peripherally inserted central catheter (PICC). The device was filled with benzylpenicillin. The PICC line was rinsed with 20 ml of saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.